Manufacturer narrative:
(B)(4). At this time, vyaire has not received the suspect device/component from the customer. If additional information is received or a final evaluation is performed, then a supplemental report will be submitted.

Event description:
The customer reported that their vela ventilator alarmed ¿transducer fault¿, ¿low ve¿, and ¿low pip¿. The customer reported that the problem was exhalation pressure transducer which can not be calibrated. The customer replaced the main printed circuit board and the problem was fixed. The customer reported that there was no patient involvement.